Event description:
It was reported that the device reached elective replacement indicator in approximately three years due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) in the save to disk occurred on (B)(4) 2011, device reached eri at less than or equal to 2.62 volts. Weekly battery voltage log data shows minimum battery voltage equal to 2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4)2011. There were two patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2011.